Event description:
Upon completion of posterior uterine ablation, resectoscope no longer worked - changed resectoscope, cord, excalibur electro-surical unit, ground, and cable from resectoscope to patient. After complete change of equipment, still no electric current to operative site. Surgeon stated that resectoscope became hot at the hand control site. Surgeon sustained 2nd degree burns of left index finger and right ring finger. No adverse occurrence to patientdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: invalid data. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service, other. Invalid data - on device destroyed/disposed of status.